Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "last week". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they were unable to apply the adc device and as a result, the customer was unable to monitor their glucose. The customer experienced a loss of consciousness and was unable to self-treat however, there was no report of self-treatment or third-party medical intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, review concluded that the tripped trend was not correlated with any identified product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they were unable to apply the adc device and as a result, the customer was unable to monitor their glucose. The customer experienced a loss of consciousness and was unable to self-treat however, there was no report of self-treatment or third-party medical intervention. There was no report of death or permanent injury associated with this event.